Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter alleged that the cartridge compartment was cracked/damaged. It was noted that there was moisture/corrosion inside the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 12/22/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 12/04/2014 with the following findings: visual inspection revealed that the cartridge compartment was cracked at the opening. A leak test was performed and a leak was found at the crack in the cartridge compartment. The pump case was removed and no evidence of moisture was observed inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.